Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: per service manual operational and diagnostic analysis confirmed reported issue (no suction). Replaced worn fingers on complete pressure adjusters with tip replacement kits as identified in the investigation to address the reported issue. Also removed broken screws from stand-offs on sub'd connector. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. When the fingers of the pressure adjuster are worn they may cause the pressure in the pump to drop therefore is a root cause for the reported failure. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Outflow suction not working. There was no delay or patient harm. Wall suction was used to complete the case. Send replacement to (B)(6).